Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with an 808:03 failure code was confirmed via a review pump's event history. However, this failure code was not duplicated. The root cause was determined to be debris in channel a. The channel a pump head module (phm) was replaced as a precaution. The 808:03 failure code occurred on channel a. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The baxter service technician reported a colleague infusion pump which experienced an 808:03 failure code during testing. This event occurred during infusion, which indicates that this caused an interruption of delivery. There was no patient involvement. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.